Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference numbers: 2916596-2020-01634, 2916596-2020-01635. It was reported that the patient had a pump off alarm on (B)(6) 2020 after a pi event. The patient did not report any audible alarm. The patient was admitted for possible right ventricular failure. During log file analysis, two pumps were observed on (B)(6) 2020 and (B)(6) 2020 with several low speed alarms. The speed drops were as low as 0 rpm. These issues only appear to be occurring while the vad is connected to the power module/mobile power unit (mpu). This type of behavior has been linked to potential issues with the percutaneous lead. Submitted x-rays showed one area that looked suspicious. Two no external power events were also observed on (B)(6) 2020 and (B)(6) 2020 which was caused by power to the mpu being briefly interrupted. The patient started showing signs of possible pump thrombus on (B)(6) 2020. Lactate dehydrogenase (ldh) had increased to 876 u/l from 466 u/l and hematuria was noted. The patient did have a decrease in his flows on (B)(6) 2020 but have resolved to near baseline values in 5¿s lpm. The patient was evaluated for possible pump replacement. It was later reported the patient expired due to a massive hemorrhagic cerebrovascular accident on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm when connected to a mobile power unit (mpu) was confirmed based on the information recorded in the log file provided for review. The event log file contained events recorded from (B)(6) 2020 to (B)(6) 2020. The information recorded on (B)(6) 2020 revealed no external power alarms while the system was powered by a mpu. The voltage levels indicated that the ac power to the mpu was lost. The pump parameters were not affected during the incidents and the system was supported by the backup battery (ebb in-use). The mobile power unit used at the time of the reported event was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the events and device exchange status; however, no additional information was provided. As a result, the investigation was unable to determine the exact cause of the no external power events captured in the log file, based solely on the analysis of the submitted log file. To date, the mobile power unit associated with this complaint is unavailable for evaluation and the complaint file will close accordingly. No further information was provided. The manufacturer is closing the file on this event.